Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot number u0802, expiry date 04/2010 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Event description:
Post-op swelling [post procedural swelling]. Case description: licensee-spontaneous report received on 11-dec-2008 from a physician regarding a female patient, (B) (6), whose relevant medical history included: previous treatment with perlane, more than 1 year prior. The patient received prevelle silk (2 syringes) in the left/right sides of face and nasolabial folds on (B) (6) 2008. Alcohol pads were used prior to treatment. There was no initial swelling, however, swelling was noted 12 days post procedure on (B) (6) 2008 for which the patient received methylprednisolone. As of the date of receipt of this report, the patient's swelling was almost contained with the methylprednisolone, but the patient had not yet fully recovered. The qa investigation results were received on 16-dec-2008. The production and quality control documentation for lot number u0802, expiry date 04/2010 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.